Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. On september 2012, the patient presented due to stable angina. The index procedure was performed. The target lesion was located in proximal to mid right coronary artery (rca). After pre-dilatation using an unknown balloon catheter, a 3.00 x 24mm promus element stent was deployed at 16 atmospheres. Following post dilatation, the residual stenosis was 0%. Post procedure, timi 3 flow was restored. Two days post procedure, the patient was discharged. On (B)(6) 2013, the patient presented due to 75% in-stent restenosis at the proximal mid rca. The lesion was 22mm long with a reference diameter of 3.0mm, type c, eccentric, with less than 45 degree bend, severely calcified, mildly tortuous and had a diffuse lesion more than 2cm in length. The physician treated the lesion the following day with percutaneous coronary intervention (pci) and coronary artery bypass graft (CABG). Post procedure patient¿s status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).